Event description:
It was reported that the patient complained of pain in the middle of his chest. The pain is typically felt two to three times a week, but was magnified when a magnet was placed on the device. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.